Manufacturer narrative:
One device was received for investigation. Visual testing was performed. Customer complaint confirmed, the device displayed error code 46510. Primary problem was the printed wire assembly is defective, it has been replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device shows the error code 46510. The date of the event is unknown. There was unknown patient involvement.